Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the instruments are getting stuck on the distal tip of the working biopsy channel during a diagnostic procedure. This involved an olympus colonovideoscope. There was no patient injury reported.